Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The patient alert was activated for a charge time limit issue of the device charging capacitor. The device was explanted and replaced. The patient is stable.